Event description:
It was reported that customer received excessive no delivery alarm, even after set change. Customer requested that insulin pump be changed. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm noted. The insulin pump passed the rewind, displacement, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corners and cracked reservoir tube lip.